Event description:
Blood was spiked, hanging, with the tubing in the channel. The blood was connected to the patient and was prepared to administer when it was noticed that blood leaking from the channel the blood tubing was in. Hemostats applied to the tubing and took the blood down. The tubing appeared to be leaking at the top of or above the pump segment.